Manufacturer narrative:
H11:b5: it was reported to philips that the device had a proximal pressure sensor auto zero failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm. H10: an authorized service personnel (asp) was dispatched to the customer site, and it was determined that the data acquisition printed circuit board assembly (da pcba) needed to be replaced to return the device to working condition. The asp replaced (da pcba) to resolve the issue and bring the device back to functionality.

Event description:
It was reported to philips that the device had a pressure detection failure. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.

Manufacturer narrative:
Device was being set up for patient use when the issue was discovered. The patient's therapy was started on another ventilator, no delay of therapy, or patient harm reported.